Manufacturer narrative:
The patient sample was spun for 5 minutes in a stat pin. The patient sample is serum. A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The probes were inspected. Calibrations and dispenses were checked. The lumonometer was inspected and cleaned. The wash blocks were inspected and port dispenses were checked. The pumps, tubing and fitting were all inspected. No issues were found. The fse ran thirty replicates of multi diluent 11 and qc. The results were acceptable. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated on the same system and another advia centaur cp system. The results were negative. The negative result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.